Event description:
It was reported to philips that the system failed to boot, requiring calibration and adjustment on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Performed collision-model calibration and adjustments. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).